Event description:
It was reported there was a shocking or jolting sensation the previous night in the perineum. It was noted the shocking occurred after a fall. The patient had not fallen for about two weeks, but had recently been experiencing dizzy spells and freezing which led to increased falling episodes in the last few months. Patient attempted to decrease stimulation but was seeing a question mark and the synchronize screen. After that the patient was able to get the stimulation down but it was too low and they were concerned they would experience a return of symptoms. Patient was also concerned they would experience shocking again if they turned stimulation up. It was noted the stimulation was off. When the patient turned therapy on even at 0.3 volts the stimulation was uncomfortable. It was noted the patient would keep the stimulator off until the stimulator can be checked. It was noted the patient was unable to make adjustment both with or without antenna attached. The patient programmer was reset and the problem resolved. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot # va01q9k, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had all components removed. It was stated, the patient did not want the system in due to the other medical conditions they were "dealing with." No malfunctions with any of the devices were reported. An impedance test was conducted and results were within the "normal range." It was indicated, the patient was doing "fine." A second follow up report will be sent if additional information is received.